Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures were difficult to remove from the proglide device. The sutures were stuck in the proglide device. The sutures were removed from the proglide device using force. The evar procedure was completed. Hemostasis was achieved with sutures of the this proglide device and another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture got stuck in the proglide device could not be replicated in a testing environment as the device was returned without the suture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previous report filed, additional, clarifying information received: the proglide sutures were harvested but the device was difficult to remove as it was entangled in the sutures.